Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, foreign material was found adhered to or clogged inside the nozzle. However, a definitive root cause could not be determined. It was unknown whether any deviations from the instructions for use occurred during the reprocessing steps for the area where foreign material remained. No physical damage was found at the locations where foreign material remained. The instruction manual states the detection method associated with the event in cf-hq1100dl/I operation manual chapter 3 preparation and inspection and preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope nozzle was clogged. There were no reports of patient involvement.